Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced decreased vision. The lens was explanted in a secondary procedure. The clinical reason for the explant was mechanical dysfunction. Additional information ha been requested.